Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician noted that the left ventricular lead was dislodged. The lead was abandoned. A system was implanted on the right side. No adverse consequence to the patient.